Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the malposition of the ipsilateral limb was found to be user related due to the unintentional user error of deploying the limb into the suprarenal aorta. The most likely cause of the inadequate stent graft patency of the left common iliac artery stent could not be determined due to a lack of imaging. There were no procedure related harms identified. The patient was discharged home on the first post-operative day in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. During placement of the ipsilateral limb, the physician mistakenly placed the limb above the celiac artery and sma. Another 18 mm limb was placed up the ipsilateral limb to extend it to the level of the 2nd sealing ring of the main body. The contralateral limb was placed without issue and the final angio revealed adequate seal of the aneurysm. The patient is reported to be in excellent condition, however, the physician is concerned about the long term durability of the aortic flow due to the ispi limb being extended into the suprarenal aorta. As of the date of this report, there have been no additional patient sequelae reported.